Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h4; h6; h11. Corrected fields: d5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error message e216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image sensor unit cable was kinked at the bending section. The kink above may have caused breakage or short circuit of output signal wires which led to the image abnormality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope had temporary image failure. There were no reports of patient harm or involvement.